Manufacturer narrative:
Additional information: d4. H3, h6: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, a piece of the trial femoral head component chipped during reduction; however, all pieces were reportedly recovered without surgical delay and/or patient harm. The product evaluation noted significant signs of wear/usage. No patient harm or surgical delay was alleged; therefore, no further medical investigation is warranted. A visual inspection confirmed a piece is broken off the femoral head trial 12/14 40 +0 and has not been returned. The device shows significant signs of wear/usage. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that while performing a total hip trial closed reduction the head had a piece of plastic chip of and the trial needs replaced asap- all the pieces were retrieved. No surgical delay. No harmed involved.